Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on her daughter's blood glucose, carbohydrate intake and insulin history. At 4:25am the pod gave an occlusion alarm and the pod was then removed. She was taken to the emergency room and upon arrival they monitored her but did not provided any treatment. She was then sent home.